Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited oversensing in which the minute ventilation feature was disabled. Technical services discussed possible causes. The device was then reprogrammed to the xl feature only. This device remains in service and will continue to be monitored. No adverse patient effects were reported.